Manufacturer narrative:
On 06/23/2016: tandem technical support made multiple attempts to follow up with the customer, however no further information was provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. While contacting tandem technical support, the customer's blood glucose levels were 203-490 mg/dl and had delivered a correction bolus to address bg level. The customer had loaded a new cartridge. No further information was provided.